Event description:
It was reported that patient presented in clinic after receiving inappropriate hv therapy. Upon device interrogation, supraventricular tachycardia was misdiagnosed as vt due to programming. Programming changes were made. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.